Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was not confirmed as the entire suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a 22fr sheath was used. It should be noted that the perclose proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Instructions for use states: under indications for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified left common femoral artery via 6fr sheath using the preclose technique prior to an thoracic aortic aneurysm (taa) procedure. Reportedly, the proglide device was flushed prior to the procedure. When the proglide device was inserted into the patient anatomy, there was no obvious blood flow from the marker lumen. A second proglide device was used; however, a suture break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 22fr and the taa procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.